Event description:
Pt call in to say she had another pump malfunction. She is still in the hospital and could not read the serial number. She stated the pump just stopped working. The nurse quickly changed over to a new pump, so pt was not harmed. A new pump was sent in a pump that doubles as return box. Dose or amount: 49.5 ng/kg/min, frequency: continuous, route: sub q. Dates of use: (B)(6) 2016 to ongoing. (B)(4).